Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for high defibrillation impedance on the right ventricular (rv) lead was delivered, however, the impedance was normal and in-range during follow-up. No intervention was performed and the patient was being monitored. Subsequently, inappropriate high voltage therapy was delivered due to noise on the rv channel. High pacing impedance was also noted. The lead was capped and the device was electively removed. No additional lead or device were implanted and the patient was in stable condition.